Manufacturer narrative:
No product has been returned for evaluation. As per reporter it is not believed alleged malfunction is related to pump but to a site issue. It is unknown which infusion set was being used at the time of event.

Event description:
Received information stating patient was experiencing high bg's (300's mg/dl).